Manufacturer narrative:
(B)(4). Concomitant medical devices: biomet act artic e1 hip brg 28x46mm, cat#ep-200152, lot#905880; biomet g7 dual mobility liner 46mm g, cat#110024465, lot#819050; biomet g7 screw 6.5mm x 35mm, cat#010001000, lot#6615769; biomet g7 bonemaster ltd acet shl 60g, cat#010000707, lot#6467781; depuy cementless femoral stem, cat#3l92501, lot#5360754; depuy biolox head, cat#1365-28-320, lot#9458351. Foreign country: (B)(6). The device will not be returned for analysis, due to location of device is unknown; however, an investigation of the reported event is in progress. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2020 - 03063.

Event description:
It was reported the patient underwent a hip arthroplasty. Subsequently, patient was revised 1 month later due to hip dislocation. Surgeon discussed that the shell requires more version. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. Updated: b4, b5, g4, h2, h3, h6, h10. Reported event was confirmed by an image of explanted product. DHR was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.